Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, performed manual prime fluid flowed through the infusion set and catheter tip conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer was changing his set when the alarm occurred. Customer stated he disconnected and bolus and the device alarmed no delivery. Customer's blood glucose was unknown, but it was about 200 mg/dl. Customer stated he resolved the alarm with a complete set change. It is unknown what the root cause of the alarm. Customer is returning the reservoir for analysis.